Event description:
Report received per device registration form of "clogged distal portion of catheter". Follow up with hcp revealed pt had "significant withdrawal - meaning return of spasticity and agitation". This pt is normally on continuous ventilation. The catheter was replaced without a dye study as pt's device had no access port. Pt spent one night post op in ICU per hosp protocol requiring all pts on continuous ventilation go to ICU post op. Pt is doing well now.